Manufacturer narrative:
The product was returned for investigation. No signs of physical abnormalities were found on returned pump. Upon further investigation, biomaterial was observed on the impeller after soaking it in warm water for 15 minutes. Data logs shows the saturated pump flow after the 180second long cassette change procedure while running on p7. The cause of the saturated flow issue was biomaterial found on the impellor. The failure modes will be monitored and trended.

Event description:
The user facility reported a (B)(6) white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that flow saturation was noted. Saturation appeared shortly following a purge cassette change which took beyond the 90 recommended seconds. The following day, the patient was taken to the operation room and the impella 5.5 was exchanged for a new impella due to concern for pump failure.